Event description:
In 2008, a laparoscopy with laser of endometriosis and lysis of adhesions was performed. Surgiwrap was placed between the ovaries and pelvic sidewall to prevent soft tissue attachments. At about one month later, the patient returned complaining of pelvic pain. Another laparoscopy was performed and pieces of surgiwrap were found hardened in the pelvis. The surgiwrap was removed and the patient's pain subsided.

Manufacturer narrative:
Since there is no product available for evaluation, the investigation of this complaint is limited and the company is unable to draw a conclusion. Labeling review did not reveal any errors, omissions, or other abnormalities.